Manufacturer narrative:
B4:(B)(6)2021. There was no patient involvement. The field service engineer (fse) replaced the power supply to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
The power supply was returned to the manufacturer failure investigation (fi) for analysis. The shorted components q1 and cr5 created the 0 volt output.

Event description:
The customer reported the unit will not power on. The identified the light emitting diode (led) lights are not on when plugged into wall outlet. The remote service engineer (rse) suspects the power supply. The customer would like onsite support, since the unit is only 2 weeks old. The unit was not in use, and there was no patient or user harm reported.